Manufacturer narrative:
The meter was returned for investigation. Sections d9 and h3 were updated. The meter did not turn on. The meter was disassembled for further investigation. The printed circuit board (pcb) was contaminated by fluid residue. The contamination on the battery contacts caused a power interruption, therefore the meter does not turn on. The fluid residue is visible on the part of the pcb where communication with the display takes place. The investigation determined the root cause of the display issue was contamination of the contacts due to improper handling or maintenance by the customer.

Manufacturer narrative:
Occupation is lay user/patient. The reporter stated no liquid has entered the meter. The meter was requested for investigation.

Event description:
The initial reporter complained of a display issue with a coaguchek xs meter. The reporter alleged the "8's" in the results field were faint and they could barely be seen. When viewing a result in the memory of the device, the result was faint and the meter had to be turned to try and determine the result. No results have been misinterpreted due to the display issue.